Event description:
The user stated total bilirubin results were erroneously high and were reported. She stated she had accidentally deleted all of her calibrators on the system and then reinstalled them by downloading them. When they ran patient samples, they had 36 bilirubin results that had to be corrected because "it seemed like the decimal place was off on the system". The user recalibrated the assay, ran qc and results were acceptable. No patients were affected as the results were corrected during the next shift. The bilirubin reagent lot number was 15830300. Samples are listed as initial result followed by repeat result for another c501 analyzer. All results are in mg/dl. The following sample were repeated on (B)(6) 2010. Sample 1: ((B)(6) female) 5.9, 0.6. Sample 2: ((B)(6) male) 29.7, 2.8. Sample 3: ((B)(6), female) 3.2, 0.2. Sample 4: ((B)(6), male) 5.0, 0.4. Sample 5: ((B)(6), female) 2.5, 0.2. Sample 6: ((B)(6), female) 2.8, 0.3. Sample 7: ((B)(6), female) 5.5, 0.5. Sample 8: ((B)(6), female) 11.7, 1.1. Sample 9: ((B)(6), female) 1.4, 0.1. Sample 10: ((B)(6), male) 2.9, 0.3. Sample 11: ((B)(6), male) 5.0, 0.4. Sample 12: ((B)(6), female) 1.6, 0.1. The following sample were repeated on (B)(6) 2010. Sample 13: ((B)(6), female) 2.8, 0.2. Sample 14: ((B)(6), female) 3.5, 0.3. Sample 15: ((B)(6), female) 4.6, 0.4. Sample 16: ((B)(6), female) 4.5, 0.4. Sample 17: ((B)(6), female) 4.2, 0.3. Sample 18: ((B)(6), female) 4.5, 0.4. Sample 19: ((B)(6), male) 4.8, 0.4. Sample 20: ((B)(6), female) 4.4, 0.4. Sample 21: ((B)(6), female) 2.1, 0.1. Sample 22: ((B)(6), male) 5.2, 0.5. Sample 23: ((B)(6), female) 3.3, 0.3. Sample 24: ((B)(6), female) 3.6, 0.3. Sample 25: ((B)(6), female) 3.9, 0.3. Sample 26: ((B)(6), male) 2.7, 0.2. Sample 27: ((B)(6), male) 3.5, 0.3. Sample 28: ((B)(6), male) 4.6, 0.4. Sample 29: ((B)(6), male) 4.0, 0.3. Sample 30: ((B)(6), male) 6.4, 0.5. Sample 31: ((B)(6), male) 4.8, 0.3. Sample 32: ((B)(6), female) 5.2, 0.4. Sample 33: ((B)(6), female) 5.9, 0.5. Sample 34: ((B)(6), male) 6.4, 0.5. Sample 35: ((B)(6), male) 4.6, 0.4. Sample 36: ((B)(6), male) 11.6, 1.1.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 394 mg/dl and 121 mg/dl. She had pickle juice on her hands when she obtained the result of 394 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.